Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported experiencing pain at the pudendal nerve. The patient reported that the pain started suddenly in (B)(6) 2016. The patient also reported experiencing a lack of efficacy with retention and the sensation that her legs were heavy "like they are filled with sand." The lack of efficacy was stated to have started at the end of august and the sensation of heavy legs started since implant ((B)(6) 2016). The patient stated that she was in severe pain and was contemplating going to the ER. The patient reported that when she turns stimulation off the pain stops, but then she retains and is currently running low on catheters. Finally the patient stated that she had been doing "back bends" at some point between the end of august and today and the patient wondered if this could have impacted the device. A later phone call from a physician in the ER reported that the patient is experiencing pain in the left buttock for the past 24 hours and the pain radiates to the left leg (opposite of implant). The physician reported that when the ins was turned off the pain was not relieved, contradictory to earlier statement from the patient. The manufacturer call center recommended turning stimulation off for a longer period of time to see if this impacted the pain and performing an x-ray.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.